Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasion was found at 6.9cm to 7.5cm from the proximal end of the svc shock coil. The etfe coating was intact at the same location.

Event description:
This report is to advise of an event observed during analysis.